Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing impedance out of range (oor) measurements, which triggered to lead safety switch (lss) from bipolar to unipolar mode. It was noted that the patient experienced intermittent thumping in center of chest. Loss of capture was also noted. Reprogramming efforts were performed and the further evaluation was planned. An x-ray was performed and it was noted that the lv lead had moved back. As of now, no revision is planned. The physician is going to bring the patient in to clinic to see how is feeling and potentially try to look for another vector to pace from again. Currently, this product remains in service and no additional adverse patient effects were reported.